Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence. The customer will continue to use the pump until the replacement pump arrives. There was no adverse impact to the customer¿s blood glucose level.